Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that the customer's centrifugation time is too short. It was also noted that a calibration error could have caused the erroneous results, however this could not be confirmed. Additional information for further investigation was requested but not provided.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) on about 30 samples. Of those 30, it was determined that about 12-15 samples were reported outside of the laboratory. The customer provided one example of the questionable results that had been reported outside of the laboratory. The customer indicated the issue began on the afternoon of (B)(6) 2014 and continued until (B)(6) 2014. Samples that were run after 6:00 am on (B)(6) 2014 were not released outside of the laboratory. All of the samples were repeated on another cobas 6000 c501 (c501) and the results were higher for the na and cl than the original results. The customer indicated the k results were not affected. The customer also indicated that there was an issue with the di water systems that caused the water pressure to alarm as low on the system. The affected samples were run during the same time frame. As part of troubleshooting, the customer performed the following actions: performed daily maintenance, replaced the internal standard and the reference electrolyte, replaced all ise electrodes including the reference electrode and the pinch valve tubing. The customer also ran 10 dummy samples through the ises, recalibrated and reran qc. After these steps, qc was within range. The customer was running ise qc every two hours, and it had been in range. The initial na result was 106 mmol/l, which was reported outside of the laboratory. The sample was repeated on another c501 and generated repeat results of 114 mmol/l. The customer deemed the repeat results to be the correct results. The original results were corrected in the lis and corrected results were called to the physician. There was no adverse event. The lot number and expiration date for the na electrode in use was requested, but was not provided by the customer. The field service representative did not perform any remedial actions. He did perform a precision check; the results of which were within specification.